Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal penicillin (dose, frequency, and duration not reported) added into dianeal solution for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.